Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that information could not download to carelink and healthcare professional was not able to view information. During troubleshooting, it was found that time on insulin pump was not correct and daylight's savings time was not updated; date was correct. It was reported that customer had high blood glucose for a week. Customer's blood glucose was 567 mg/dl, 596 mg/dl, 600 mg/dl, 482 mg/dl, 487 mg/dl and 403 mg/dl. Customer's blood glucose at the time of call was 75 mg/dl. Once the time setting was corrected on insulin pump, data was able to be seen and downloaded.